Manufacturer narrative:
D3 the device used in treatment has been returned for evaluation. A visual inspection and functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as no problem found. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. This along with further guidance is highlighted in the maintenance section of the instructions for use. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during npwt utilizing a renasys touch, when the device was plugged into ac main power, it was unable to charge the battery, and low battery alarm occurred. There was no patient harm. No delay was reported. The treatment was continued with a back-up device. The device will be returned to (B)(4) local service for evaluation. The results will be shared after its completion."